Event description:
The customer reported that during a system check, the system displayed an overload fault error message and shut down uncommanded. There is no report of pt injury or death.

Manufacturer narrative:
A ge rep evaluated the system and replaced the high voltage tank. The system operates as intended.